Manufacturer narrative:
The customer changed the reagent cassette and controls passed. No further issues occurred after this action. Comparison studies were performed between the customer's 2 c 501 analyzers and the values were adequate.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ua2 uric acid ver.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The repeat values were considered correct and were reported outside of the laboratory to the patient and doctor. The first sample initially resulted in a uric acid value of 14.0 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 5.3 mg/dl. The second sample initially resulted in a uric acid value of 16.8 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 6.9 mg/dl. The third sample initially resulted in a uric acid value of 12.4 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 4.0 mg/dl. The serial number of the c 501 analyzer is (B)(4).

Manufacturer narrative:
The relevant calibration performed on (B)(6) 2022 was ok. Upon review of the level one control data from (B)(6) 2022 to (B)(6) 2022, recovery was within range. Upon review of the level two control data from 22-oct-2021 to (B)(6) 2022, recovery was within range except for one measurement on 18-feb-2022. Upon review of the alarm trace, a reagent low warning alarm occurred very frequently on 18-feb-2022. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent problem could be ruled out. The issue is consistent with an instrument related issue.